Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this ht70 plus ventilator had a coin battery failure. There was no patient involvement. The service engineer (se) inspected the device and verified the reported issue. The se replaced the coin battery. The unit passed all testing and operates within the manufacturing specifications